Event description:
It was reported that pump experienced malfunction alarm with code 16, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset procedure, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.